Manufacturer narrative:
Internal inspection of the ventilator found the main flex cable was damaged and tilted to one side. The main flex cable was replaced to correct the reported problem.

Event description:
It was reported that the inop light was lit on the ventilator. The ventilator only alarmed on attempted power up and would not start ventilation with a constant audible alarm. The ventilator was not connected to a patient when the reported problem occurred.